Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump used by a construction worker experienced a cracked and nonresponsive touchscreen, rendering the device inoperable; the charger was also broken during a move, and the user had backup therapy and planned to set up a replacement device. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a stress-related fracture of the touchscreen consistent with damage occurring during use. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.